Manufacturer narrative:
Concomitant products: product ID 3998, lot # l90494, implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3998, lot # l90494, implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
It was reported that the patient had a broken lead wire. Additional information received reported that the patient had a back injury in 1992, had a laminectomy, received "cages in the back", had spinal cord disease and had "trouble with the hips." It was further noted the patient had "occasionally" taken vicodin. It was noted that in 2008 the patient had the leads "sewn into the spinal column" as the patient had a "history of breaking the subcutaneous ones." It was noted the patient was "very happy" with the therapy provided by the implantable neurostimulator (ins). It was further noted he described the feeling of stimulation as a "buzz" or "bump, bump, like a massage all the time." It was further noted the patient had the ins set on a "low rate, high amp."